Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a coyote es inner packaging pouch. The batch number on the returned packaging and device match the reported batch. There was blood in the inflation lumen. Magnified inspection revealed a 27 mm longitudinal tear in the balloon wall between the markerbands. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-07434. It was reported that balloon rupture occurred. The target lesion was located in the tibial perineal trunk of the left leg. A 3mm x 40mm x 145cm coyote es balloon catheter was used to treat the target lesion. The balloon was initially inflated at unspecified atmospheres. The physician performed atherectomy. Upon second inflation at 10 atmospheres, the balloon ruptured. Another 3mm x 40mm x 145cm coyote es balloon catheter was used. During first inflation at 16 atmospheres, the balloon ruptured. The physician was able to remove the two balloons intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.